Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 443 mg/dl and 141 mg/dl within 10 minutes on the aviva system. Customer reported high blood glucose symptoms with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.